Event description:
Reporter states the front armrest receiver which hooks on the bolt that attaches to the frame, broke. Per reporter the patient using this chair has spasms that put a lot of pressure on the armrest. Causing the front receivers to break. No injuries reported.